Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was fluid accumulation behind the display screen of the system controller. The system controller was to be exchanged in clinic on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of fluid ingress accumulation on the system controller display screen was confirmed. The heartmate ii system controller, serial pcx-10868, housing was opened to inspect the fluid ingress further. A considerable amount of fluid ingress was noted inside the housing and around the lcd display. The fluid made it difficult to read the parameters on the screen, so the lcd was replaced to continue with testing. The controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the reported events cannot be conclusively determined through this investigation. During the investigation there was an incidental finding of early-stage wire fatigue. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears and fluid ingress. No further information was provided. The manufacturer is closing the file on this event.